Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient has now received a left ventricular assist device (lvad). Once implanted, the pulse generators sensing vector was changed in order to not pick up the lvad. This impacted the generators sensing. The doctor will review this. Later the system was explanted and a transvenous system was implanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient has now received a left ventricular assist device (lvad). Once implanted, the pulse generators sensing vector was changed in order to not pick up the lvad. This impacted the generators sensing. The doctor will review this. Later the system was explanted and a transvenous system was implanted. There were no additional adverse patient effects.